Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. As received, a partial lead was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the nonfunctional cable lumen consistent with friction device can.

Event description:
This report is to advise of an event observed during analysis.